Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with pain and blurry vision in right eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of pain and blurry vision upon waking up that morning. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.25 x -.75 x 103, left eye pre-op 20/20 -4.25 x -1.25 x 75. Bcva from (B)(6) 2018. Right eye post-op 20/50 .00 x .00 x 90, left eye post-op 20/20 .00 x .00 x 90.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.